Event description:
This is filed to report a lock line jam. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, the center of a2p2 leaflets were grasped. Leaflet insertion assessment was confirmed, and the deployment sequence was started. As the lock line was being pulled, the free end was already in the lumen of the shaft when resistance was felt. In effort to troubleshoot, deployment was completed and the clip delivery system (cds) was detached from the clip, while the lock line was still attached to the clip. The lock line was able to be removed after the cds was removed. The clip remained stable on the leaflets. The mr was reduced to grade 1. There was no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the inability to remove the lock line is due to the observed knot in the lock line. However, a cause for the observed knot in the lock line could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.